Event description:
Disposable instrument (arthrex flipcutter 9.5mm) broke in patient during use. While retro-reaming the femoral tunnel the tip of the arthrex flipcutter drill bit broke. The device was not being used outside its designed use and no abnormal pressure or torque was applied. FDA safety report ID# (B)(4).